Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound when tested with mts6060 tool. Based on the results of the analysis, the product malfunction was caused by a speaker faulty. The device was scrapped and a replacement de vice was sent to the customer. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
The customer reported that an inop message "speaker malfunction" is displayed. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). An exchange for a new mx40 was given to the customer for the to return the original device for further evaluation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.